Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011; 479888, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sitting at home when the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt). The device remains in use and appears to be currently functioning as programmed. No further patient complications have been reported as a result of this event.